Event description:
It was reported that the patient went to the emergency room (ER) hyperglycemia. The patient's blood glucose levels reached 307 mg/dl; patient stated that their personal diabetes manager experienced a hazard alarm and would not reset, which disrupted insulin delivery. The patient was treated with a manual injection and was released after spending 16 hours in the ER.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.